Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels reaching 450mg/dl. Correction boluses via the pump were delivered, manual injections were administered and an increase in temporary basal rate was set to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. Additionally, an occlusion alarm was received. The customer's bg level was 350mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer resolved the occlusion by changing their pump supplies. The customer reported that manual injections would be used for insulin therapy.